Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that one day post-operatively, the patient presented with small (<0.5 mm) hypopon with 3+ wbcs with fibrin strand/membrane formation. At the day two post-operative appointment, the observations were similar to that of day one; however, a slight improvement was noted. The healthcare facility has made a presumed diagnosis of toxic anterior segment syndrome (tass). The aetiology of tass may be multi-factorial with numerous potential causes including but not limited to; bacterial endotoxins or particulate contamination of balanced salt solutions, intraocular irrigating solutions with abnormal ph, osmolarity or ionic composition, denatured ophthalmic viscosurgical devices (ovd), intraocular medications (antibiotics in the irrigation solutions or intracameral antibiotics), topical ointments, inadequate sterilization of surgical instruments and tubing, inadequate flushing of instruments between cases resulting in build-up of ophthalmic viscosurgical devices (ovd), preservative and metallic precipitate. Every batch of iols manufactured by rayner are tested for endotoxin and bioburden. Rayner's endotoxin acceptable tolerances are derived from bs en iso 11979-08 (2017) ophthalmic implants - intraocular lenses part 8 fundamental requirements. We have set our own limits for bioburden as there is no standard that prescribes acceptable limits. The bioburden and endotoxin results for the subject batch are within acceptable tolerance therefore a rayner microbiological cause for the onset of post-operative tass is very unlikely. Our review of production records for the rayone emv rao200e batch 102201325 showed that all manufacturing and quality checks were conducted with successful results. All devices released for distribution from this batch were within tolerance, met specification criteria and were without defects. A review of vigilance data confirms that this is an isolated event. No other incidents, of any type, have been received against the rayone emv rao200e batch 102201325.

Event description:
On (B)(6) 2024, rayner received notification from a us healthcare facility of an event that occurred following implantation of a rayone emv rao200e. The event description provided states that one day post-operatively, the patient presented with a small layer of hypopon (<0.5 mm) with 3+ wbcs with fibrin strand/membrane formation. The presumed diagnosis in this case is toxic anterior segment syndrome (tass).